Event description:
Additional information received indicated the lead was capped and replaced on (B)(6) 2020. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the atrial lead had switched polarity due to high, out of range impedance. The lead was also unable to capture. The patient was asymptomatic. The lead was programmed off. The patient was stable throughout.

Manufacturer narrative:
A supplemental report was needed to update the awareness date for the previous additional information received.